Event description:
As reported by the user facility: under infusion; nurse to administer 500ml fluid bolus 500ml nss, spiked with new tubing and placed in pump. Pump stopped with approximately 300ml in bag. Pump did not go into kvo. Date of event was (B)(6) 2014, at 6am. Ref: MFR 9610825-2014-00072.